Event description:
It was reported that the user experienced rollercoaster blood glucose readings after swimming and not reconnecting the ilet pump before eating, resulting in hyperglycemia over 400 mg/dl, followed by hypoglycemia overnight after reconnection. Oral glucose (juice) was used to correct the low, and blood glucose later rose to 342 mg/dl. Symptoms included hypoglycemia with a nadir of 55 mg/dl and hyperglycemia. Outcomes included a delay to treatment or therapy, unexpected medication intervention, and a serious injury. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, a usage problem identified as not reconnecting to the ilet in a timely manner, and an improper or incorrect procedure or method related to the pump component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.

Manufacturer narrative:
Correction made to b3.